Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Pump received with flashing white display during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Pump passed the leak test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.3 mv). Swapping out test boards confirms flashing white display is isolated to pcba 1, however, critical open book occurred with the test pcba 1 and the original pcba 2 and successfully downloaded history files and traces using thump and found pump error log shows 0x49=error_main_intern_lcd_e on bootloader. Flashing white display confirmed during testing, problem isolated to the pcb 1. Critical pump error confirmed main lcd test failure (0x00000049) in the bootloader. Suspecting hardware issue. Unable to verify flashing medtronic logo upside down and missing segments/partial display due to flashing white display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Pump received with flashing white display during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Pump passed the leak test. Pump was cut open to perform visual inspection and found no moisture or component damage on the pcba 1, pcba 2, force sensor and motor assembly noted. However, found lcd controller was found chip at one end. The force sensor offset measured within spec range during testing (24.3 mv). Swapping out test boards confirms flashing white display is isolated to lcd, however, critical open book occurred with the test pcba 1 and the original pcba 2 and successfully downloaded history files and traces using thump and found pump error log shows 0x49=error_main_intern_lcd_e on bootloader. Flashing white display confirmed during testing due to lcd controller was found chip at one end. Critical pump error confirmed main lcd test failure (0x00000049) in the bootloader. Suspecting hardware issue. Unable to verify flashing medtronic logo upside down and missing segments/partial display due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump was used for 1st time, when battery was inserted the screen turned white and medtronic logo flashes upside down. Troubleshooting was performed and found that the customer reported the other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.